Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Event description:
Patient reported "worse contracture, hard breast, skin irritability, discomfort, breast visually distinct and a different shape". Healthcare professional later reported capsular contracture, baker grade iii. Increased radial folds, increased anteroposterior diameter of the implant and small adjacent liquid content on the right. Oval, hypoechoic, parallel and circumscribed nodules, with no posterior acoustic effect, and sparse simple cysts. The device remains implanted. This record relates to the right side.